Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was found to give a motor error. Internal examination showed wear of motor assembly.

Event description:
It was reported the device gave a "motor failure" error. No adverse effects reported.